Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to the device causing pain and not charging any longer.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure due to the device causing pain and not charging any longer.